Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the procedure the system shut down. There was no system message displayed. The case was completed as planned after restart of the system. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the system message (sm) codes were confirmed in the event log review. Therefore, the company representative reseated the cables, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 4, 2004. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. (B)(4).